Event description:
During a ta tavr procedure, apical and auxilliary bleeding could not be controlled and ultimately the patient expired. Prior to the tavr procedure, due to the patient¿s previous CABG, the right axillary artery was cannulated and a graft was placed for use as a bypass bailout site. Ta access was obtained without any issues and balloon aortic valvuloplasty (bav) was performed. Following bav, the patient went into vfib and was defibrillated. The patient¿s blood pressure was low, 73/43. Vasopressors were administered by anesthesia, however the bp did not recover. The 26mm sapien valve was positioned and deployed with a final 50:50 position with no central aortic insufficiency or paravalvular leak. Post valve deployment, the patient¿s bp was in the 20¿s. The patient was placed on a bypass pump, CPR was initiated with the sheath still in place, and the patient was shocked. The apical sutures started tearing after CPR was initiated and the cardiac apical tissue ¿became friable.¿ the apical bleeding could not be controlled, and the axillary site also started bleeding. Due to the bleeding at the axillary bypass site, the bypass machine was unable to perfuse more that 1.5 liters for a period of time. The patient was given (B)(4) units of blood over the course of the procedure. The patient expired during the procedure. It was discussed that an existing abdominal aortic aneurysm (aaa) may have ruptured.

Manufacturer narrative:
Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, patient factors (advanced age, friable cardiac tissue, pre-existing aaa) in addition to procedural factors (CPR with sutures and sheath in place ) likely contributed to the uncontrollable bleeding and ultimate demise of the patient. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.